Manufacturer narrative:
(B)(4). Date sent: 4/11/2023 additional information was requested, and the following was obtained: what is the severity of the burn? (Please see degrees of burns below and choose one) -slightly red and raised by 1 inch by 1/4inch¿. Would the surgeon believe that is a 1st degree or 2nd degree burn? -1st degree do you have any photos of the burn that you could please share? If yes, please send them to productcomplaint1@its.jnj.com -none.

Event description:
It was reported that during the laparoscopic cholecystectomy procedure there was a fire incident. The surgeon had a stryker smoke pencil in his hand, did not activate the pencil and had an unexpected arch from the bovie to the patient. The ray-tec caught on fire. The doctor threw it on the ground and stomped on it to put the fire out. The generator displayed a 108 error code following the incident. A traditional sticky pads were used for this case.

Manufacturer narrative:
(B)(4). Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: the generators and pads were installed 2021. There were sometimes when the generator would not give energy at all and some would give too much. There are still arching and the sparking with the generator and this procedure they had a fire. Stryker smoke pencil and 3m sticky pad used. The surgeon had the stryker pencil in his hand and the pencil activated on its own. 3m sticky pad was used. Generator displayed the 108 error code and the account pulled the stryker pencil. The issues with stryker has been reported to stryker but all of the pencils were discarded so no analysis were completed. There was no open o2 source and, no foot pedal was in use. Additional information was requested, and the following was obtained: where there any patient consequences for this case?: patient did receive a small red mark on abdomen. It is unknown the patient outcome after case. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the small red mark on the abdomen a burn? What is the severity of the burn? (Please see degrees of burns below and choose one): first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters; second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful; third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn?: (such as salve or stitches). Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary per service manual operational and diagnostic analysis confirmed the error code 108. The variable power supply and fuse were replaced as identified in the investigation to address the issue. The self activation, unintended thermal injury less than 2nd degree and arching were not duplicated. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: ¿ was the small red mark on the abdomen a burn? -yes. ¿ what is the severity of the burn? (Please see degrees of burns below and choose one) -slightly red and raised by 1 inch by 1/4inch ¿ what medical intervention was used to treat the burn? (Such as salve or stitches) -none ¿ besides the burn, did the patient experience any adverse consequence due to the issue? -no ¿ are there any anticipated long-term effects from the burn or injury? -none attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: would the surgeon believe that is a 1st degree or 2nd degree burn? Do you have any photos of the burn that you could please share? If yes, please send them to productcomplaint1@its.jnj.com.